Event description:
During a procedure the flow display became erratic, they tried to change the flow, but each time it would revert back to the lower flow. Also they noted that the rpm's on the display was lower then what they were actually counting manually. They changed out the pump without incident. The pt was off pump approx 1-2 minutes. There was no pt impact.